Event description:
Following a vaginal hysterectomy, using our curved open forceps, it was discovered that the pt had received inadvertent burns to her labia.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.